Event description:
The hosp reported that during a coronary artery bypass procedure, the axius coronary shunt was attempted to be placed into the artery and the conical tip fractured off of the spring (coil end of the lumen). Both pieces were extracted through the original arteriotomy. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The hosp intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).